Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported does not turn on with set was reproduced when opening the door the device did not recognize the door was open. The cause was a stuck upper latch switch inside the housing. The upper auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced does not turn on with set. There was no patient involvement. No additional information is available.